Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector / communication faults) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable connector was damaged and there was an open jumper inside the connector. The cause of the communication faults is the damaged connector and open jumper. The root cause of the damaged connector and open jumper is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that the electrode belt connector was damaged and that the device was producing multiple communication faults.